Event description:
It was reported that the patient went to the emergency room complaining of a vibrating sensation in the left lateral chest wall. Oversensing was also observed on the right atrial (ra) lead electrogram when the patient moved the left arm. The lead was possibly fractured. The device was reprogrammed to turn the atrial channel off and the patient will continue to be monitored. In addition, performance data collected from the device was received and analyzed. The right ventricular (rv) lead tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: oversensing occurred. (Twelve) 12 ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred between (B)(6) 2012 and (B)(6) 2013. Two (2) ventricular fibrillation (vf) episodes of 180 ms average v-cycle occurred on (B)(6) 2012; 5076-45 implantable pacing lead (B)(6) 2011; d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).